Event description:
It was reported by the customer that the device reportedly shut down and rebooted in the middle of a case and confirmed that there was no delay to patient care as the device just booted back up. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a.1, b.3, d.4, g.2, h.6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-feb-2022 to 18-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the backup battery required replacement. The battery was replaced to resolve the issue. The system functioned as intended after repair by the technical support specialist.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the backup battery required replacement. The battery was replaced to resolve; the issue did not reoccur. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly shut down and rebooted in middle of a case. Customer confirmed that there was no delay to patient care as the device just booted back up. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.